Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker longevity has depleted quickly from 8 months to 5 months between weekly interrogation as this patient undergone radiation therapy. Boston scientific technical services (ts) discussed that the telemetry will decrease the battery quicker, however, the device always protects the 90-day elective replacement indicator (eri) to end of life (eol) window. Ts also discussed to continue monitoring and watch for the device timeframe to eri interrogation. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker longevity has depleted quickly from 8 months to 5 months between weekly interrogation as this patient undergone radiation therapy. Boston scientific technical services (ts) discussed that the telemetry will decrease the battery quicker, however, the device always protects the 90-day elective replacement indicator (eri) to end of life (eol) window. Ts also discussed to continue monitoring and watch for the device timeframe to eri interrogation. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker longevity has depleted quickly from 8 months to 5 months between weekly interrogation as this patient undergone radiation therapy. Boston scientific technical services (ts) discussed that the telemetry will decrease the battery quicker, however, the device always protects the 90-day elective replacement indicator (eri) to end of life (eol) window. Ts also discussed to continue monitoring and watch for the device timeframe to eri interrogation. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of pg case and header noted tool marks on header and cosmetic cut on ra seal plug and surrounding medical adhesive. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.